Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the monitor was powered off. The technical support specialist (tss) guided the user to powering the all in one (aio). Customer was able to login and open the drawer. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the monitor was powered off. The customer stated there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.